Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon became stuck to the stent. The lesion being treated was a 80% stenosed, moderately calcified mid left anterior descending (lad). IV lovenox 40 mg bolus was administered. Via right femoral approach, through a jl4 guide catheter, the lesion was crossed without difficulty with a pt graphics wire. IV integrilin was administered. The lesion was then predilated with a maverick2 2.75 mm x 9 mm balloon. The physician then successfully deployed a taxus express2 8.8% 3.0 mm x 20 mm at 16 atms with 0% residual stenosis. There was no dissection and normal flow. However, upon withdrawal, the balloon became stuck to the stent. The physician dialed the indeflator down, pulled back negative, waited, and then went to neutral with the indeflator. The guide began to deep seat, so the physician attempted to push the balloon forward. This did not release the balloon. The physician then backed the guide back out of the artery and pulled on the balloon. The balloon then released. The region of the lad proximal to the stent deployment revealed a residual 50%-60% lesion. A taxus express2 8.8% 3.0 mm x 8 mm stent was then deployed across this lesion with minimal overlap with the previous taxus stent. The stent was deployed at 16 atms with 0% residual lesion, normal flow, and no dissection. No pt complications were reported. The status of the pt is listed as good.